Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and unable to remove meds from the machine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the incident, the technical support specialist (tss) sent an email requesting the customer to dial into the station for further investigation. However, the customer did not respond, so the tss closed the case. Additional information will be documented once the customer provided details.